Event description:
It was reported that the user called to state that arctic sun device was failing a functional test for low flow. During the check of the diagnostics, it showed 0 in inlet pressure at a circulation pump command (cpc) of 100 percentage. When they verified with user, the fluid delivery line was connected and was free from damage. They discussed that it was indicative of a failed circulation pump. The device is under platinum service contract, so a loaner will be overnighted and the device will be repaired at no charge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user called to state that arctic sun device was failing a functional test for low flow. During the check of the diagnostics, it showed 0 in inlet pressure at a circulation pump command (cpc) of 100 percentage. When they verified with user, the fluid delivery line was connected and was free from damage. They discussed that it was indicative of a failed circulation pump. The device is under platinum service contract, so a loaner will be overnighted and the device will be repaired at no charge. Per follow up information received via email on 25jul2023, no additional information or sample is available at this time.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be determined as the reported issue was unconfirmed. The device was evaluated and the reported issue was confirmed through patient data only the device's circulation pump was at 100% but the flow and pressure were zero; however, flow problem reported could not be determined as the problem could not be duplicated through assessment testing. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.